Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported getting message settings not available, cannot provide your desire intensity on group c. Patient stated she is able to use one setting. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) reviewed meaning of message and recommend patient consult with hcp ofc for next steps. : patient called patient services back and explained that their doctor redirected them back to the manufacturer for reprogramming to address the settings not available message that was occurring when they would increase intensity on groups a and c; only group b was working. Patient services notified the manufacturer representative (rep), who responded stating they would contact the patient. Rep reported that patient was seen on (B)(6) for reprogramming by one of their colleagues. Patient was reprogrammed successfully. On (B)(6) 2021, pt reported that she is having issues with her ins group c again - since (B)(6) 2021 when she tries to increase stim on group c or the combo program group a and c it won't let her increase stim and shows message "settings not available" pt stated the rep supposedly corrected the issue with programming a couple weeks ago. The patient was redirected to their healthcare provider to further address the issue. Pt was added to the schedule for a repro jan 4 additional information was received. It was reported during appointment, it was found the patient had impedances at 40,000 on speci fically 9,13,and 14. During last reprogramming therapy was achieved without using those contacts.